Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 3/5/2021. H6: investigation: our quality engineer inspected the photo and sample submitted for evaluation. Bd received one photograph which displayed the reported product with component damage. The reported issue was confirmed upon inspection of the sample. A possible root cause is directly related to the design of the material, since the distribution of the resistance to torque is generated in a section where the internal structure can be affected, it is the same place where this failure mode occurs. A new design has been proposed by the supplier, which aims to modify the internal dimensions of their product to more effectively distribute external forces. An attempt was made to reproduce the failure mode and was unsuccessful. A leakage test was also performed but showed negative results for leakage. Quality records have been consulted for tracking and trending purposes and this was the first occurrence of this failure mode, which means issues like this have a low occurrence. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced device damage/deformation while still considered operable, and leakage. The following information was provided by the initial reporter: damaged joints and leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced device damage/deformation while still considered operable, and leakage. The following information was provided by the initial reporter: damaged joints and leakage.